Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was recommended to the end user to call her doctor in order to possibly obtain anti-fungal powder. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
An end user called in and stated after three days of wearing her wafer she removed it and noted red dots on her skin, where the wafer had been located, along with itching in the area.